Event description:
The customer reported via telephone call that one of the buttons had become unresponsive. The customer did not recall the blood glucose reading or any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent b button due to flattened dome switch. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.